Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose reached 130 mg/dl. Reportedly, the customer loads cartridges with cold insulin. Tandem technical support reminded this was off label. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.